Event description:
During a routine follow-up, a pacing impedance >2000 ohms was observed. The lead was suspected but when the pt was opened, the lead tested normal. The physician elected to explant the ICD.